Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance ncr us1054813 was written for a document error. The raw material certification was supplied with ksi units used for the mechanical testing and the requirement is for metric units. There was no adverse affect on product. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Additional extended operative time was reported as equal to or greater than 30 minutes.

Event description:
It was reported that during a trochanteric fixation nail (tfn) nailing on (B)(6) 2013, the surgeon was unable to advance the helical blade through the tfn nail. As a result, the surgeon put in a screw instead. No impact to the patient was reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted and the report indicates a groove/ding exists on the distal tip on one of the helical blade vanes. No other damage is visibly observed. One helical blade (part# 456.306, lot#7199060) was returned for evaluation with complaint condition of does not fit with other parts. The returned helical blade was manufactured in february 2013. The complaint condition of does not fit with other parts could not be replicated during this evaluation with the returned helical blade. The returned helical blade was assembled with known good implants and instruments during this evaluation in order to assemble the tfn construct and check alignment of the proximal locking device (the returned helical blade with respect to proximal locking feature of tfn). Devices used to build the construct and check alignment were insertion handle (part#357.411, lot#4522808), trochanteric fixation nail (part#456.477, lot#4328328), ball hex screwdriver (part#357.515, lot#4936924), aiming arm (part#357.366, lot#4567005), blade guide sleeve (part#357.369, lot#76667), buttress/compression nut (part#357.371, lot#4546609), cannulated connecting screw (part#357.397, lot#6606047), helical blade inserter (part#357.372, lot#5173134), and helical blade coupling screw (part#357.377, lot#4818089). The construct assembled and the returned helical blade aligned as intended with the tfn. The trochanteric fixation nail risk analysis adequately addresses the risk associated with this complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. Placeholder.